Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator (ipg), 2013 (B)(6). (B)(4).

Event description:
It was reported there post implant the ventricular lead threshold reported high on the capture management diagnostic. The lead remains in use. No patient complications were reported as a result of this event.